Event description:
It was reported that when using the pyxis medstation es system, the drawer failed, preventing the user from removing medication for the patient. The customer stated that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer reseated cables and rebooted the device to resolve the issue. A field service engineer duplicated the address issue, had to go through the recovery process, removed and unloaded each cubie and then put cubie back and reloaded them. The system functioned as intended after the field service engineer troubleshooted the device.